Event description:
The report was submitted with limited info. See MDR 1036844-2013-00315 for the first kit used. It was reported that the swg unfolded during passage of the catheter. The insertion site was the right jugular. The swg was removed, and a new kit was opened and placed successfully. Excessive bleeding did occur. No death occurred to the patient.

Manufacturer narrative:
(B)(4).